Event description:
It was reported that (B)(6) pump kit, (B)(6)-solis vip power on/off button not working, pump reset itself. No patient injury reported.

Event description:
It was reported that cadd- pump kit, cadd-solis vip power on/off button not working, pump reset itself. No patient injury reported.

Manufacturer narrative:
Additional information received and attached by ICU medical on 02-mar-2022. All of these occurred in house during testing. No patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated.h10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, but the device was in good condition upon receipt. Functional check was performed to include alternate current ac cord and double aa batteries. Error codes for medium alarm displayed: pump settings and patient data lost and medium alarm acknowledged: pump settings and patient data lost were found in the device event history log. Results: the customer reported problem was not duplicated. The device powered up and down with both power sources, ac and aa batteries. The device was powered up and left for 10 minutes without any issues. The event log was erased when the internal battery failed. A depleted internal battery would cause functional issues. Root cause of the reported issue is linked to a weak or depleted internal battery on the main board which is customer induced. The internal battery should be periodically charged for 200 hours using the ac power while the device is powered on. Action to correct the issue would include charging the internal battery. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.